Event description:
It was reported the patient's device stopped working on one side and then that side was turned off by a healthcare provider. No further information was reported. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).